Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels overnight of approximately 40-50 mg/dl. Customer consumed apple juice, milk, and glucose tablets to address the low bg. Reportedly, the customer believed the pump's basal rates were incorrect. Tandem technical support advised customer to consult with healthcare provider if the low bg reoccurs.